Manufacturer narrative:
The ft4 IV reagent lot number and expiration date were not provided. The field service engineer (fse) found a pinch tubing was installed incorrectly. The fse replaced the pinch tubing and checked for any drips from the sipper nozzles during measuring cell (mc) preparation. Mc preparation, a system volume check, qc, and precision testing were successfully completed. The service maintenance actions resolved the issue.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys ft4 IV (ft4 IV) on a cobas e 601 module. The initial result was 7.77 ng/dl with a data flag. The customer deemed this as an "obvious incorrect" result. The sample was repeated on the customer¿s other e601 module with a result of 1.28 ng/dl. This result was believed to be correct.